Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to oversensing noise on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was stable before, during and after the programming changes.